Event description:
It was reported that when doing test & calibration, the sensitivity on the epg (external pulse generator) showed asynchronous (asc), regardless of the level of sensitivity being tested. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis could not confirm the initial report, the device passed functional and bench testing. The lower case was contaminated, one bail cover was broken, the battery contacts were compressed, the ring was bent and the keyboard window was scratched.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.